Manufacturer narrative:
B3: bsc aware date used as event date since event date is unknown. Medical media was received and reviewed by a bsc quality engineer for relevance to the complaint allegation. Two (2) movies were received and analyzed. The media provided did not appear to depict any watchman device or user related allegations and resulted in no questions requiring further investigation.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman closure device was implanted. The patient was placed on eliquis and discharged. At the 45-day routine follow up, transesophageal echocardiogram (tee) was within normal limits. The patient was switched to dual antiplatelet (dapt) medication therapy. The patient received a computed tomography (CT) scan for an unknown reason prior to six months of dapt and the scan revealed a device related thrombus (drt) on the face of the closure device. Patient had been consistent on eliquis and dapt. A repeat tee was performed to confirm the drt. The patient was placed back on eliquis. The patient was discharged.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 27mm watchman closure device was implanted. The patient was placed on eliquis and discharged. At the 45-day routine follow up, transesophageal echocardiogram (tee) was within normal limits. The patient was switched to dual antiplatelet (dapt) medication therapy. The patient received a computed tomography (CT) scan for an unknown reason prior to six months of dapt and the scan revealed a device related thrombus (drt) on the face of the closure device. Patient had been consistent on eliquis and dapt. A repeat tee was performed to confirm the drt. The patient was placed back on eliquis. The patient was discharged. It was further clarified that the closure device was a 24mm watchman flx.

Manufacturer narrative:
B5: information added. D4: lot # and other device information added. B3: bsc aware date used as event date since event date is unknown. Medical media was received and reviewed by a bsc quality engineer for relevance to the complaint allegation. Two (2) movies were received and analyzed. The media provided did not appear to depict any watchman device or user related allegations and resulted in no questions requiring further investigation.